Event description:
Per the independent repair center, the customer alleged problem is alarming/red light, low o2 or yellow light, unit will not start. The key failure is the power switch has a short circuit. Additional note states board has no green or yellow light.